Event description:
Report of device system explant due to "pump eroding through skin" rec'd through annual device tracking report. Follow up with hcp revealed signs and symptoms of a device pocket erosion. The hcp was unsure if a culture was done, but did provide that the pt rec'd oral antibiotics and the infection resolved with no drug withdrawal symptoms.